Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/11/2010, 10/13/2010, 10/19/2010, 10/20/2010, 10/21/2010, 11/01/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he was told there was a ripple or fold in his iol. The consumer reported that on the day following his iol implant, he was unable to see the vision chart. At one week postoperative, his visual acuity was 20/400. The consumer stated that he developed his cataract following retinal surgery which utilized a gas bubble in (B)(6) 2010. That surgery had been performed due to an injury to the eye. The consumer saw his operating surgeon, who told him the "foot" of the iol was near the consumer's pupil out of the bag. The consumer was seen by a second surgeon who reported the iol was dislocated posteriorly. The surgeon also reported the retinal had edema. This surgeon also told the consumer the lens dislocated because his anatomy was "too big." The consumer was then seen by a retinal specialist. The retinal specialist confirmed the iol dislocation, swelling of the retina and scarring. His edema was treated with medications. The therapy currently is continuing. Additional info has been requested.